Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not reoccur after the reset.